Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31254741l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced phrenic nerve palsy. It occurred after the procedure. As of the day after the procedure, there was no difficulty in breathing. The patient was under follow-up observation. The physician's opinion on the relationship between the event and the products was that there was no causal relationship with biosense webster products. The physician thinks it was an anatomical problem.

Manufacturer narrative:
Additional information was received on 27-may-2024. The physician¿s name was provided. Therefore, section e was updated on this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).